Manufacturer narrative:
Device received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked connector on lcd board noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump act and up arrow button was not responding. Customer's blood glucose level was unknown. Customer reported that the clock was advanced. Customer reported that there was no physical damage on the insulin pump although it had dropped once. Customer reported that the insulin pump wasn't exposed to any fluid or high humidity. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump will be returned for analysis.